Manufacturer narrative:
Red, soft, tissue-like depositions were present on the rotor between two of the rotor vanes. The depositions showed areas of potential denaturing but lacked lamination and were not adhered, indicating that they likely did not originate in this location. Similar depositions were found on one of the outlet stator blades and adjacent to the outlet bearing ball. The specific origin of the depositions and the duration in which they were present in the pump could not be determined; however, the observed depositions would have potentially obstructed blood flow through the pump during support. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years, 1.5 months. The explanted device was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's inr had been running low as a result of the patient's history of unspecified bleeding resulting in complications with device thrombosis. The patient underwent a complex pump exchange on (B)(6) 2015. The patient was brought to the operating room with low estimated flow values. The patient experienced a cardiac arrest in the or during the induction of anesthesia. The patient was already on unspecified inotropes and the surgeon initially attempted to place the patient on peripheral femoral bypass, but the patient's femoral vein reportedly "fell apart". The original lvad pump was found to be encased in the ossified xiphoid process. The pump exchange was ultimately completed successfully and it was reported that the patient was waking up after surgery, making urine, and was being weaned off the ventilator and inotropic support. No additional information was provided.